Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had shut off twice. The battery was replaced, but the device shut off again. Technical support (ts) had the biomedical engineer measure the battery voltage. The first battery was 8.4 volts and the second battery was greater than 9 volts. The biomedical engineer had the device for over two hours and the device had not shut off. Ts discussed testing the device, but the biomedical engineer has a netech analyzer, which would not test the on/off current drain. The biomedical engineer will run the device over the weekend and see if it will shut off. The status of the epg is unknown. There was no patient involvement.